Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that they last felt stimulation last week and don't use it as often. The implantable neurostimulator (ins) was tilted since implant; the patient could always see the top part of the ins. Since may the patient has lost weight and now the battery sticks out, she can really see it. The patient was going to see their health care provider about this and they may need to relocate the ins after evaluation. The patient had sudden pain at the ins site. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.